Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately 2 yrs postop the initial ltka. The 54 y/o male patient had a revision due to much osteolysis especially on the femur. Surgeon associated the extensive osteolysis with the femur fracture. Revised left tibia and femur to truliant cc revision implants. Patient was last known to be in stable condition following the event. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. This cause of the reported event is most likely patient conditions, however; cannot be confirmed as the device was not returned for evaluation.

Manufacturer narrative:
Concomitant device: truliant tib fit tray cem sz 4f / 4t (cat# 02-022-45-4040 / serial# (B)(4) ) truliant tib imp crc insert sz 4, 10mm (cat# 02-022-51-4010 / serial# (B)(4) ) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 2 yrs postop the initial ltka. The (B)(6) male patient had a revision due to much osteolysis especially on the femur. Surgeon associated the extensive osteolysis with the femur fracture. Revised left tibia and femur to truliant cc revision implants. Patient was last known to be in stable condition following the event. The device will be returned.